Event description:
It was reported that the patient had multiple inappropriate shocks. There is concern about the electrode. The doctor wants to program the system off and do an invasive procedure. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the electrode has been surgically abandoned. The pulse generator was explanted and not replaced. There were no additional adverse patient effects. It was reported that the patient had multiple inappropriate shocks. There is concern about the electrode. The doctor wants to program the device off and do an invasive procedure. There were no additional adverse patient effects.